Event description:
Information was received from the customer that "in some instances, the tracheostomy tube was removed and replaced if backup was available. If no back up was available, the faulty tracheostomy tube was reinserted".

Manufacturer narrative:
Additional information: b1, b5, g4, h1, h2.

Event description:
It was reported it was reported that the cuff component had inflated asymmetrically. The product problem was observed while in use with a patient. No patient injury or complications were reported in relation to this event.